Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe integra 3ml w/ndl 23x1 rb experienced a premature needle retraction during use. The following information was provided by the initial reporter: material no. 305271, batch no. Unknown. Spouse of consumer called to report that her husband was rushed to the ER because he thought the needle broke off into the injection site during injection, she said as she was inserting the needle she heard a "pop" sound and when she removed the syringe there was no needle, also said the medication did not go into the site and there was bleeding after injection which usually occurs because the consumer is on blood thinners, no pain or discomfort. X-rays were done but the needle was not found, she said that the doctor pulled the syringe apart and found the needle inside of the barrel. Problem occurred on (B)(6) 2019. I advised consumer on using integra syringe, she was not aware that the syringe is retractable, said it has never retracted before and she has been using integra syringes for about two years. Lot # is unknown, product # 305271, no exp date given.

Event description:
It was reported that the syringe integra 3ml w/ndl 23x1 rb experienced a premature needle retraction during use. The following information was provided by the initial reporter: material no. 305271 batch no. Unknown spouse of consumer called to report that her husband was rushed to the ER because he thought the needle broke off into the injection site during injection, she said as she was inserting the needle she heard a "pop" sound and when she removed the syringe there was no needle, also said the medication did not go into the site and there was bleeding after injection which usually occurs because the consumer is on blood thinners, no pain or discomfort. X-rays were done but the needle was not found, she said that the doctor pulled the syringe apart and found the needle inside of the barrel. Problem occurred on (B)(6) 2019. I advised consumer on using integra syringe, she was not aware that the syringe is retractable, said it has never retracted before and she has been using integra syringes for about two years. Lot # is unknown, product # 305271, no exp date given.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.